Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of "failed to deliver as expected" was unable to be reproduced, or confirmed through the history log. The pump passed flow rate tests per the spectrum svc manual preventative maintenance procedure as well as additional flow rate tests. Review of the history log at the reported event date shows the pump ran for approx 1 min and delivered 0.7 ml.

Event description:
It was reported that a spectrum pump "failed to deliver as expected." The programmed volume to be infused and delivery rate is unk. Also, it is unk how much fluid the pump failed to deliver. This event occurred in the medical intensive care unit (micu) while infusion non-medicinal fluids. It was also reported that there was no pt injury.